Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used in the colon during a colon stenting procedure performed on (B)(6) 2015. During the procedure, the physician began to deploy the stent; however, when the stent was half released resistance was noted. The partially deployed stent was removed from the patient. The procedure was completed with a different stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
A wallflex enteral colonic stent was returned for evaluation. The device was received with the stent fully mounted onto the delivery system. It was noted that the clear outer sheath was positioned distal to the tip. During the product analysis it was possible to deploy the stent however significant resistance was noted on account of the position of the outer sheath. A visual examination of the device revealed that the dark blue outer sheath was severely accordioned immediately distal to the distal handle. The shaft was dissected at the proximal end of the clear outer sheath. The investigator noted that it was then possible to advance and retract the inner. The proximal end of the inner was withdrawn from the outer sheath and no issues were noted with its profile. The blue section of the outer sheath was dissected longitudinally and it was noted that some of the polytetrafluoroethylene (ptfe) coating had partially peeled away from the inside of the outer sheath. There were no issues noted with the profile of the stent, stent holder and inner. No other issues were identified during the product analysis. It was specified in the event description that the physician encountered resistance just before deployment. Although the complainant did not characterize the lesion, the lesion profile may have been a contributory factor to the complaint incident. The damage identified during the product analysis is consistent with the application of excessive force. A review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A review of the device labeling and directions for use (dfu) was performed and no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used in the colon during a colon stenting procedure performed on (B)(6) 2015. During the procedure, the physician began to deploy the stent; however, when the stent was half released resistance was noted. The partially deployed stent was removed from the patient. The procedure was completed with a different stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
Reported event of stent partially deployed. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.